Event description:
It was reported to medtronic neurosurgery that flushing was performed by the physician to ensure proper csf flow during the procedure to implant the device, and that proper flow could not be restored. According to the report, a new device was obtained and used to complete the procedure. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.